Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the pim module which was causing the autofill errors. The fse completed all functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for customer use. The maquet failure analysis and testing dept.(fat) received part number 0997-00-1178 patient interface module sn mh362079l2 with a reported unit failure of pim leak failure during all manifold test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module sn (B)(6) into the cardiosave test fixture, and tested the patient interface module to factory specifications per procedure and the cardiosave service manual. The fat performed the all manifold tests and observed that the pim passed all tests. The pim passed testing. The fat could not replicate the failure that the customer experienced. Retaining the pim in the fat per procedure number.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had safety disk issues. There was no patient involvement.